Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm x 31g (100 count) cannula broke. The following information was provided by the initial reporter: consumer reported needle break in abdomen. Stated, she made an emergency visit to the clinic two days later. Stated, the needle was located in her abdomen and has to be surgically removed. Stated, no surgery is scheduled at this time, and she was told to rest and watch for any infection. Stated, no antibiotics were prescribed. Stated, she does not reuse, and she does rotate different injection sites. Stated, the doctors does not recommend surgery now.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm x 31g (100 count) cannula broke. The following information was provided by the initial reporter: consumer reported needle break in abdomen. Stated, she made an emergency visit to the clinic two days later. Stated, the needle was located in her abdomen and has to be surgically removed. Stated, no surgery is scheduled at this time, and she was told to rest and watch for any infection. Stated, no antibiotics were prescribed. Stated, she does not reuse, and she does rotate different injection sites. Stated, the doctors does not recommend surgery now.